Event description:
Olympus was informed that the customer camera head has a defective image, ¿no picture. Unit came back from repair only fourteen days ago.¿ the reported problem was found during preparation for use. No death, injury or harm was reported.

Manufacturer narrative:
The reference device was returned to the olympus (ofr) regional repair center. The service inspection and testing, no image was shown when connecting the device to an olympus video processor due to a defective charged coupled device (ccd) sensor connection. The device was purchased in (B)(6) 2021. A review of the previous repair record indicates the device was last service via repair in (B)(6) 2022 for a defective cable unit. It was confirmed that there was no abnormality linked to the manufacturing of this product. Due to the malfunction the of image functionality, the white balance could not be properly adjusted as usual, resulting in an error message e311 to display on the monitor during testing. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
The reported image issue was found during preparation for use. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. During inspection and testing, service found the camera cable seized up (located in the internal connection housing), and the ccd connection cable was disconnected from the primary circuit board (pcb), noting any excessive tension or force between cable and terminations could have damaged the internal components. Based on the results of the legal manufacturer¿s investigation, the image issue likely occurred due to a failure of the charge coupled device (ccd) sensor. However, the cause of the ccd sensor failure could not be determined; therefore, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. B5: added to the event description - the reported image issue was found during preparation for use. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. D9: corrected from no to yes. D9: added date returned to manufacturer - june 13, 2022. E1: added user facility phone number - (B)(6). H4: added device manufacture date - mar 10, 2020. H6: added component code ¿ 841 imager. H6: added component code ¿ 510 sensor. H6: type of investigation codes - 3331 analysis of production records. H6: type of investigation codes - 4109 historical data analysis. H6: investigation conclusion code - 4315 cause not established.